Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 200mcg/ml at 82.96mcg/day. It was reported that, per the patient, they had an increase in spasticity for 2-3 months. The doctor attempted a dye study on (B)(6) 202 but was unable to aspirate so he did not perform the dye study. The pump segment was explanted and replaced on (B)(6) 2025 and aspiration was confirmed. At the time of this report, the issue was resolved. There were no reported environmental, external, or patient factorsthat may have led or contributed to the issue. It was noted that the patient had a medical history including a c5-6 spinal cord injury with c5-6 anterior cervical discectomy and fusion (acdf). The patient ambulated with assistance/cane. The patient denied smoking, alcohol, or illicit drug use.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-jun-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.